Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 4th, 5th, 6th, 12th, 13th and 14th stent wraps with struts raised and misaligned. There was no damage to the distal tip. A sheath of similar dimensions could not be loaded over the stent due to the deformed and raised struts. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified rca lesion, exhibiting 80-85% stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. During the procedure it was reported that resistance was encountered when advancing the device.&#596; was reported that the stent could not pass through the lesion. It was also reported that the stent struts had become moved partly in vivo during positioning. The stent was replaced with a non-mdt device and the procedure was completed without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.